Event description:
A malfunction alarm with code "malf 12" was reported, but there were no notable events leading up to it. Despite the malfunction, the customer's blood glucose level remained within normal range and did not exceed 500 mg/dl. The customer was provided with pump reset information by technical support and successfully reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue reappeared, which they acknowledged and understood.